Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels over 360 mg/dl. Supply changes were performed to address bg. Customer alleged that pump was not delivering insulin. A system check was performed and the pump performed as intended; however, customer continued to allege the pump intermittently did not deliver insulin. Reportedly, the customer continued to use the pump for insulin deliveries.